Manufacturer narrative:
From the device history record, lot number 200409-15-sh was finished on 05th may 2020. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is (B)(4) . Sample was not returned to plant due to covid-19. Photos were provided. Photos showed a little lint on gloves and objects. From the investigation, there is no abnormal situation which occurred in production and device history record. Therefore, the root cause could not be determined for this case. The complaint information was informed to the relevant personnel for their awareness. There is no action taken at this time, however, cardinal health will continue to monitor the trend of this type of incident. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (B)(4). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Based on information received by the customer, the towels reportedly leave lint in the sterile field when manipulated.